Event description:
Device malfunction: vessel locator wings failed to retract/difficult to remove. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a trained physician attempted arteriotomy closure of the femoral artery using a starclose device after an interventional procedure. Reportedly, after the clip was deployed, the device remained in the groin. The safety release and vessel locator buttons were depressed but the device could not be removed. A fluoroscopy of the groin was performed and the vessel locator wings were partially opened. The device was removed with the left hand positioned on the groin and the right hand positioned on the device. Hemostasis was achieved with manual compression. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.